Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting alert 02 (low flow) on arctic sun device. They were rewarming. Flow rate was 0lpm, inlet pressure was -7psi, circulation pump was 70 percent. Earlier nurse noticed the pads were on backward, so nurse turned the pads around. Pads were no longer adhering well, so nurse replaced the pads with lot ngev2282 and the nurse noticed they expired on 31aug2022. The first set of pads also gave alert 02 (low flow). Mis had nurse to stop therapy, empty pads, disconnect pads, and start therapy in manual mode. Flow rate was 0lpm, inlet pressure was -7.1psi, circulation pump was 77 percent. System hours were2842. Pump hours were 2749. Mis explained device need to go to biomed. They have a sister hospital they could borrow a device from. Biomed returned call regarding device. The nurses stated it was expired. Mis had to explain that the disposables and pads were expired not the device. Mis explained arctic sun device had no flow and appears to need repair. Mis suggested call tech support to troubleshoot. Biomed called on 31oct2022, for assistance with troubleshooting low flow. Transferred to tech support. Per tech support/biomed via email 01nov2022, it was confirmed that the device has a bad flow meter. Biomed would order the part and replace onsite. Per additional information received via follow-up on 02nov2022, it was stated that there was no issue with pads and they were not available for return. The issue was with the device which was sent to biomed as reported.

Event description:
It was reported that the nurse was getting alert 02 (low flow) on arctic sun device. They were rewarming. Flow rate was 0lpm, inlet pressure was -7psi, circulation pump was 70 percent. Earlier nurse noticed the pads were on backward, so nurse turned the pads around. Pads were no longer adhering well, so nurse replaced the pads with lot ngev2282 and the nurse noticed they expired on 31aug2022. The first set of pads also gave alert 02 (low flow). Mis had nurse to stop therapy, empty pads, disconnect pads, and start therapy in manual mode. Flow rate was 0lpm, inlet pressure was -7.1psi, circulation pump was 77 percent. System hours were2842. Pump hours were 2749. Mis explained device need to go to biomed. They have a sister hospital they could borrow a device from. Biomed returned call regarding device. The nurses stated it was expired. Mis had to explain that the disposables and pads were expired not the device. Mis explained arctic sun device had no flow and appears to need repair. Mis suggested call tech support to troubleshoot. Biomed called on 31oct2022, for assistance with troubleshooting low flow. Transferred to tech support. Per tech support/biomed via email 01nov2022, it was confirmed that the device has a bad flow meter. Biomed would order the part and replace onsite. Per additional information received via follow-up on 02nov2022, it was stated that there was no issue with pads and they were not available for return. The issue was with the device which was sent to biomed as reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿incorrect product selection - user selects expired product". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.